Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number , the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found. (B)(4) analysis found a conductor fracture of the cable.

Event description:
It was reported that the hospital staff found the device had stopped pacing, after being used for five days. The battery was replaced, and pacing restarted. There were no patient complications as a result of this event. The cable accompanied the returned device. It was analyzed and tested out of specification.